Event description:
The customer provided a vague report of modules stopping or turning off when another module was added. In this event, the module "completely died" when attached. There was no report of pt harm or medial intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). The customer complaint that a module turned off when another module was added was confirmed and replicated. Review of the pcu event logs confirmed a channel disconnect/loss of power event that occurred on (B)(4)2014. Functional testing of the returned system was performed. The syringe module was connected to the left side of the pcu and then manipulated in an attempt to induce functional failures. After some manipulation a channel disconnect/loss of power event was replicated. Physical inspection of the source syringe module confirmed an unk dried white fluid residue on the body of the right/male iui connector, suspected to be from bleach wipes which the customer reported using for cleaning the devices. The connector was inspected under magnification and evidence of blue/green deposits was noted on various connector contacts. Damaged ribs were also noted. Similar issues were observed on the female/left iui connector. The module latch was also found to be stuck and did not spring back when it was depressed. The root cause of the customer's reported event is attributed to fluid contamination on the iui connector contacts causing an open condition on pin 13 or pin 3. Either or both interfacing iui connectors between the syringe module and associated pcu could have been the source for the event.